Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and the fact that the pod was leaking, patient's father realized the cannula was not properly inserted in the infusion site (leg); upon removal, the site was also bleeding. Symptoms reported include hyperglycemia, nausea, vomiting and the presence of large ketones. The patient was treated with an intravenous fluids (3 bags) and manual injections of insulin. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia/dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.